Event description:
It was reported that the day after implant, the ventricular lead had a micro dislodgement. The lead was repositioned and remains in use. The physician commented that this lead is heavier to use in comparison to other leads and the proximal portion is "bulky" and difficult to handle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.